Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer's representative. It was reported that the rep met with the patient on (B)(6) 2019 due to an alarm. The rep notified the managing doctor of options to resolve the issue. The patient's weight was unknown, and the rep reported that they were trying to get the pump filled as soon as possible. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving bupivacaine 5mg/ml a t1mg/day and morphine 10mg/ml at 2mg/day via an implantable pump. The indications for use wee non-malignant pain and post lumbar laminectomy syndrome. On (B)(6) 2019 an empty pump was reported. The patient was due for a refill. The patient symptoms reported were v omitting and pain, and this was a sudden change in symptoms. No further complications were reported or anticipated.